Manufacturer narrative:
(B)(4). Investigation is ongoing

Event description:
As reported by field clinical specialist (fcs), eleven months post placement of the 26mm sapien 3 valve in the aortic position via transfemoral approach, the patient returned with "severe, unexplained" paravalvular leak (pvl). The physician intends to place a 29mm sapien 3 valve.

Event description:
As reported by field clinical specialist (fcs), eleven months post placement of the 26mm sapien 3 valve in the aortic position via transfemoral approach, the patient returned with "severe, unexplained" paravalvular leak (pvl).  A second 26mm sapien valve was implanted with 3cc contrast solution added to the balloon nominal volume.  The valve was then post-dilated with 5cc additional solution added to balloon. A plug was placed, reducing the pvl to trace. Patient was well post procedure.

Manufacturer narrative:
(B)(6) registry.  CT and echo images were provided to edwards lifesciences for review. Procedural cine, procedural echo were requested but not provided. The images were reviewed by an edwards physician and the following observations and impressions were provided. Using the pre-tavr CT scan images, a 3mensio report was recreated and the edwards physician and agreed with the valve sizing. Eleven (11) months post tavr imaging studies (CT scan and 2 echocardiograms): CT scan images were poor quality; the 26mm sapien 3 (s3) valve does not appear fully expanded and pvl is seen between non-coronary cusp (ncc) and right coronary cusp (rcc).  The first echocardiogram with poor quality images (red tint), showed moderate pvl seen with 2 different jets (1 jet more lateral) from 26mm s3 in the aortic position. There was severe mr. The second echo showed hypertrophic left ventricle. The 26mm s3 appears to be in good position, and the pvl appears mod-severe in aortic position. Per the impression, the pre-op CT showed the 26mm sapien 3 (s3) was the correct valve size.  Post tavr CT showed the 26mm s3 was not fully expanded, which may be the possible cause of pvl.  However, they were unable to determine cause of pvl as the initial implant images of the 26mm s3 were not provided.  Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Investigation results suggest the initial valve was under deployed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.